Event description:
A pt reported experiencing inaccurate erratic results with an ot ultra meter. The pt's blood glucose results were 120mg/dl, 121mg/dl, 131mg/dl. Tests were done <10 minutes apart with a difference of 31%. Pt did not experience any adverse events. No further info has been reported.